Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 during the explant surgery. Correction: the correct date of awareness for the initial MDR report is november 20, 2024 not january 07, 2025 as previous reported. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor audiological outcomes and mild skin discomfort. There are no plans to reimplant the patient with a new device as of the date of this report.